Event description:
It was reported that the customer experienced an elevated blood glucose of 800 mg/dl with diabetic ketoacidosis (dka) that led to a hospitalization; cause was unknown. No additional information was provided on the type of treatment the customer received or patient's condition.